Event description:
The patient via a manufacturer representative reported that their stimulation sensation was pulsating rather than vibrating like before. This had been happening since (B)(6) 2016 and the patient had been reprogrammed in (B)(6) but the manufacturer didn't think they changed the stimulation frequency at that time. The manufacturer representative noted that they might have changed the pulsewidth at that reprogramming. Additional information received from a manufacturer representative reported that after troubleshooting it was determined that the issues were due to adaptive stimulation. The manufacturer representative noted that they reset some of the positions with adaptive stimulation which resolved the issues. The cause of the issues starting with adaptive stimulation was undetermined. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.